Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a tavr procedure, a 23mm sapien 3 valve was deployed with nominal volume. Post deployment echo indicated mild paravalvular leak (pvl). Post dilation was performed with 2cc additional volume. During post dilation of the valve, the delivery system balloon ruptured. The valve was securely deployed where intended with trace pvl. No further actions were required. No consequences to the patient were reported. The procedure was completed without further complications and the patient was transferred in stable condition. The native annular valve area measured 408mm2 by CT. No annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported. Severe sinotubular junction (stj) calcification was also reported.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a balloon burst/tear propagating in both the longitudinal and radial direction on the inflation balloon. No balloon pieces appeared to be missing. No other visual abnormalities were observed. Dimensional analysis was performed on the balloon wall thickness. All measurements met manufacturing specifications. No functional testing could be performed due to the condition of the returned device. During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint of the commander delivery system balloon burst was confirmed based on the condition of the returned sample; however, review of the available information did not reveal any manufacturing non-conformances on the returned device. Visual inspection of the balloon did not reveal any abnormalities that could have contributed to the event and dimensional inspection of the delivery system revealed the wall thickness was within specification. A definite root cause for the delivery system balloon rupture cannot be confirmed. Based on the available information, procedural factors (post dilation of the valve with an additional 2ml of volume), in addition to patient factors (moderate native leaflet calcification, mild aortic root calcification, severe stj calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.